Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-05279. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the valve embolization into the aortic cannot be confirmed, however, patient/procedural factors (balloon burst at approximately 50% inflation) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in norway, during a transversal transcatheter aortic valve replacement (tavr) with a 23mm sapien3 ultra valve, tension was noted during valve alignment and upon inflation, the balloon burst at approximately 50% inflation. The valve embolized aortic and was placed in the descending aorta. The system was removed with no complications. A second valve was implanted successfully. The patient is stable post procedure and was discharged home. The physician believed the balloon was damaged during alignment due to remaining fluid in the balloon from improper deflation technique.